Event description:
On (B)(6) 2025, the user reported a low blood glucose (bg) after breakfast. Bg decreased to 67 mg/dl and was out of range for approximately 5 minutes. The ilet alerted to the low bg, which was corrected with fast-acting carbohydrates. The user experienced fast speech and difficulty being understood. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.